Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 202 mg/dl. The customer reported getting a lot of high and low blood glucose levels lately. The customer reported feeling that the insulin pump was not delivering insulin properly. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be normal. The bolus history on the insulin pump appeared to be correct. The customer reported that there were no leaks on the insulin pump. No additional information was provided.